Event description:
No new information.

Manufacturer narrative:
Correction: d9. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Manufacturer narrative:
Full UDI is not available due to missing lot number information.

Event description:
It was reported that the device is not holding pressure during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.